Event description:
The facility aide was transporting the patient from a wheelchair to the bed when the lift tipped over and landed on the patient. The patient was taken to the hospital and it was confirmed she had a peri-prosthetic fracture. The patient returned to the facility the next morning.

Manufacturer narrative:
An invacare tech inspected the lift at the facility and observed that the boom was bent to the left, it is unknown if the boom was bent before, or happened during the incident. It is unknown what, if any malfunction of the device occurred. Multiple attempts have been made to obtain further details regarding the lift, any issues or malfunctions, prior service/maintenance to the lift, injury/medical treatment received and additional information that may have caused or contributed to the event. The facility has not responded at this time. Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
It is unknown what, if any malfunction of the device occurred. Multiple attempts have been made to obtain further details regarding the lift, any issues or malfunctions, prior service/maintenance to the lift, injury/medical treatment received and additional information that may have caused or contributed to the event. The facility has not responded at this time. Should additional information become available, a supplemental record will be filed.

Event description:
The facility aide was transporting the patient from a wheelchair to the bed when the lift tipped over and landed on the patient. The patient was taken to the hospital and it was confirmed she had a peri-prosthetic fracture. The patient returned to the facility later that evening.